Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: vitamin e, norvasc, ecotrin, plavix ix, plavix, multiple vitamin, hydrocodone, oxycodone, crestor, calcium.

Event description:
On (B)(6), 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 60mm in diameter and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure and was discharged from the hospital on (B)(6), 2015. On (B)(6), 2015, the patient underwent exploratory laparotomy and surgical explant of the gore excluder aaa endoprostheses. Neo-aorto-iliac system (nais) graft replacement of the infrarenal aorta and common iliac arteries was then performed with harvested femoral vein segments from the patient's right thigh. The patient tolerated the procedure and is reported to be in stable condition. The explanted gore excluder aaa endoprostheses were discarded at the site and not available for analysis by gore.